Event description:
Information received indicated that the head section was stuck and could not go up. No injury reported.

Manufacturer narrative:
Technician found the bed in storage with the head section stuck at 0. Replaced defective valve and coil to resolve this issue.